Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed an allergic reaction due to the pod adhesive causing hives and swelling around the nose and mouth. The patient was prescribed an antihistamine fexofenadine hydrochloride for treatment.